Event description:
A pt received treatment and it caused painful sunburn. Pt was treated with indocin and aloe topically. No hospitalization required. 03-10-06 the reporter stated technician would be retrained. Unit was cleaned by sarco co. 2-24-06 (unkt used for 3 patients on 2-27-06 and this one patient on 3-6-06.

Event description:
Pt. Received treatment and small blister occurred. The reporter states unit was cleaned by sarco co. 02-24-06. No light bulbs changed. He states after cleaning unit did not work right. The reporter states technician will be retrained. Pt. Has completely healed. Pt was treated with topical inocin and aloe to pain. No hosp. Required.

Event description:
Pt. Received treatment and resulted in painful sunburn. Pt treated with indocin and aloe. No hosp. Required. Pt has resumed treatments all is normal.

Event description:
Pt. Received treatment and resulted in painful sunburn. Pt was treated with indocin and aloe. No hosp. Required. Pt has resumed treatments and all is normal.